Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a craniotomy one screw could not be inserted. The surgeon completed the surgery using the same size self-drilling screw. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection showed signs of wear, particularly on the cross-drive area of the head that interfaces with the blade. The screw was functionally tested by using a blade and driver to drive the screw into a block of white oak wood. The screw inserted into the wood block easily, therefore the complaint is unconfirmed. Because of the damage to the cross-drive area of the head, the screw did not have sufficient retention to support the weight of the blade. There are no indications of manufacturing defects. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The complaint was not confirmed. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.